Manufacturer narrative:
(B)(4).. Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-115mg/dl fasting. Customer is using expired test strips 01/14/2015. Reviewed meter memory 138mg/dl, (B)(6) 2015 12:08:00 am fasting: yes. Lomg/dl, (B)(6) 2015 11:51:00 pm fasting: yes. Lomg/dl, (B)(6) 2015 04:58:00 pm fasting: yes. Lomg/dl, (B)(6) 2015 03:42:00 pm fasting: yes. Lomg/dl, (B)(6) 2015 12:30:00 pm fasting: yes. Customers concern: lo. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-115mg/dl fasting. Customer is using expired test strips 01/14/2015. Reviewed meter memory: 1: 138mg/dl (B)(6) 2015 12:08:00 am fasting:yes. 2: lo mg/dl (B)(6) 2015 11:51:00 pm fasting:yes. 3: lo mg/dl (B)(6) 2015 04:58:00 pm fasting:yes. 4: lo mg/dl (B)(6) 2015 03:42:00 pm fasting:yes. 5: lo mg/dl (B)(6) 2015 12:30:00 pm fasting:yes. Customers concern: lo. No adverse event reported.